Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was attempted to be implanted within the sigmoid colon on (B)(6) 2012 during a colonoscopy procedure with stent placement. According to the complainant, during the procedure as the stent was being deployed, the physician noted that the stent needed to be reconstrained for repositioning. Reportedly, the stent had not released past the deployment limit marker band. Subsequently, as the physician reconstrained the stent back onto the delivery system, the deployment handle separated from the outer sheath. As a result of this, the stent could not be reconstrained nor was it possible to deploy the stent. The stent was removed from the patient partially deployed and another wallflex enteral colonic stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition was reported to be fine post procedure.

Manufacturer narrative:
The reported issue of stent partially deployed. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.